Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the original cartridge, and the issue was resolved.